Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was alarming. The patient had missed their refill date. The patient should have had their refill appointment on (B)(6) 2015 but it was not set up for the patient. The pump had been alarming since. No symptoms were reported by patient. The pump was successfully refilled on (B)(6) 2015. The pump system was delivering lioresal.